Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that novum iq large volume pump (lvp) failed to infuse the volume to be infused (vtbi). The pump made a weird noise and showed that it was actively running; however, it was observed that the fluids were not running through the set. The intravenous fluids were ringer lactate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5: additional information, the patient was receiving a bolus infusion of lactated ringers at 999ml/hour with a vtbi of 999ml. H11: a device history review was performed on the reported lot which revealed no issues that could have caused or contributed to the reported issue. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. Additional information reported that the med-surgical intensive care unit staff ¿may have accidently sent the wrong pump to biomed so they are not able to pull the correct event history.¿ should additional relevant information become available, a supplemental report will be submitted.